Manufacturer narrative:
Received two (2) used d1000 tego for inspection. Blood residuals were observed inside of each of the tegos. One (1) of the samples had excessive seal tearing. No defects or anomalies noted on the other sample. The tego with the torn seal was found to be occluded when activated by a male luer due to the seal collapsing. The fluid path was clear on the other sample. The reported complaint of no flow can be confirmed on one (1) of the returned tegos due to the damage found on the seal. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Corrective and preventative action is in process.

Event description:
The event involved a tego¿ connector where the customer reported that the device was placed on the central venous catheter (cvc) for hemodialysis. After disinfect, the nurse tried to remove bloodlines on third day but the tego was blocked. The event occurred when withdrawing blood. There was no concomitant drug, no concomitant device, no bleed-back, no chemo, no bio-hazard; the device was not reprocessed/resterilized. There was patient involvement, however, no adverse event/patient harm and no delay in critical therapy was reported as a consequence of this event.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete. Additional contact information: evermedical co., ltd (B)(6) productsspecialist06@evermedical.com (B)(6).